Event description:
A new and bigger aicd was implanted moving it from near my left shoulder to the middle of my left chest. The device was uncomfortable as its size was too big for my build. I mentioned on each of my doctor visits but nobody ever looked at the device. In the summer of 2024 the device started tearing through my skin, it was red and painful. I was finally able to see the surgeon in (B)(6) 2024 and the device and leads were removed (B)(6) 2024. I'm scheduled to have a new device implanted (B)(6) 2025.